Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks while swimming in the pool due to external electromagnetic interference (emi). The device remains in use. No further patient complications have been reported as a result of this event.